Manufacturer narrative:
Report # 3003721894-2017-00522 is associated with (B)(4), super poligrip (unspecified zinc free variant).

Event description:
This case was reported by a other health professional and described the occurrence of intestinal resection in a female patient who received double salt dental adhesive cream (super poligrip (unspecified zinc free variant)) cream (batch number unk, expiry date unknown) for denture wearer. Concomitant products included no therapy. On an unknown date, the patient started super poligrip (unspecified zinc free variant). In (B)(6) 2017, an unknown time after starting super poligrip (unspecified zinc free variant), the patient experienced intestinal resection (serious criteria gsk medically significant). On an unknown date, the patient experienced adverse drug reaction. On an unknown date, the outcome of the intestinal resection and adverse drug reaction were unknown. It was unknown if the reporter considered the intestinal resection and adverse drug reaction to be related to super poligrip (unspecified zinc free variant). Additional details: adverse event information was received on 13 november 2017. The consumer reported that, "I would want to know if super poligrip has side effects. I have a patient who has been using it for more than a year but not more than 2 years and has surgery 2 months ago where the intestines was cut about 6 inches long but I do not have the box with me and unsure what particular product is my patient was using but I only gave her this sample. She started using it less than 2 years ago and is still using it until now to hold her dentures on a daily basis. I am unsure when the side effect started that's why I want to find out if there's one if the patient is using the product for a long time." The action taken with super poligrip (unspecified zinc free variant) is no change.